Event description:
The account's maintenance stated that the hi/low function ran down on its own.

Manufacturer narrative:
The account's maintenance isolated the issue to a stuck switch. He replaced the pt switch assembly to repair the bed.